Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke while being applied at the rectum during an open proctectomy altemeier procedure. A new suture was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one suture and one needle. One needle was received broken at the tip. The tip was not returned. Upon microscopic inspection, normal crimp and swage marks were observed on the needle. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.